Manufacturer narrative:
The device was returned and investigated. The reported issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided and the returned device analysis a conclusive cause for the reported torn clip introducer (ci) cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for a slit in the clip introducer. It was reported that during device preparation of the clip delivery system (cds), the clip introducer (ci) was noted to be slit. There was no attempt to insert the clip. The cds was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information regarding this issue was provided.